Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, e226 (scope communication error) occurs. (No image) the most probable cause of the complaint is cause traced to component failure. E226 (scope communication error) and (no image) the most probable cause of the complaint is cause not established. (Light guide lens has foreign objects) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had e226 scope communication error, no image and foreign materials on light guide lens. There was no patient involvement.